Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor introduced the 5mm clip applier to clip the vessel and made the initial firings and then cut the vessel. During the case, it was noticed that the clips that were used to seal and clip the vessel had come off the vessel and did not stay intact. The case was completed with a different code 10mm clip applier and there were no patient consequences. The 5mm clips that had come off the vessel were identified and removed from the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event? Common bile duct and cystic artery. Did bleeding or leakage of bile from cystic duct occur when structure was cut? Please quantify amount of bleeding that occurred. None . Did cut structure result in change of procedure? No. How was patient treated and how was structure repaired? Continued with a different clip. Any alteration in post-op patient care? No. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Unknown -did not say was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No. Did anything unexpected happen prior to this incident? No was the device fired after this incident in or out of the patient? Yes- after the clip fell off- surgeon applied multiple other clips from same device and- some remained but some fell off as well. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.